Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 9, 2021. Section h3: evaluated by manufacturer: yes . Additional information: device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut, which is consistent with a lens that was handled during explant. The lens was cleaned however, based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: unknown/no information. Patient ethnicity and race: unknown/no information. Manufacturer telephone number: (B)(4). Attempts have been made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the patient is experiencing halos and glare in their right eye post-implant of an intraocular lens (iol). The visual issues are debilitating and affecting their normal daily activities. The iol was explanted and replaced with a non-jnj lens. Reportedly, the patient is doing well. No further information was provided.